Manufacturer narrative:
Company comment: the serious expected events of infection at implant site and purulent discharge were considered possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number and additional information will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are considered adequate, and no further investigations will be conducted until additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-nov-2024 by a female patient of an unknown age concerning herself. Additional information was received on 02-dec-2024 from the patient herself the medical history of the patient included allergic to compazine. No information about concomitant medications has been provided. The patient had previously received treatment with botox in 2021 and juvderm injections in 2022. On (B)(6) 2021, the patient received the first dose of moderna covid-19 vaccine and the second dose on (B)(6) 2021. On (B)(6) 2024, the patient received treatment with 3 ml of restylane defyne, 0.7 ml to right cheek and 1.3 ml to right cheek, and unknown amount of restylane lyft with lidocaine to unknown location (unknown lot number, injection technique and needle type) at a botox party. Later in (B)(6) 2024, the patient experienced seroma like infections (implant site infection) in the cheeks. On (B)(6) 2024, the patient was seen by a physician for the first of nine appointments where she was prescribed with a round of minocycline [minocycline], which was not effective. Since then, she has been treated with five rounds of keflex [cefalexin] 500 mg twice daily, and the pus (purulent discharge) was drained a few times from bilateral cheeks at two appointments. The patient received unspecified steroid injections at three appointments. The patient had seen the physician twice and has a follow-up appointment scheduled with a plastic surgeon. The patient was informed by hcp that they thought the events were due to injection technique but were not related to the product. Outcome at the time of the report: seroma like infections was not recovered/not resolved/ongoing. Pus was not recovered/not resolved/ongoing.